Manufacturer narrative:
The additional information does not change the results of the investigation. Olympus will continue to monitor for similar events.

Event description:
Additional information was provided by the customer on 22feb2021. The customer reported other devices were involved in the event but the device names were not provided. The procedure was completed using a different device (model and serial number of replacement device was not provided). The event occurred at the beginning of the procedure. No other devices were replaced during the procedure.

Manufacturer narrative:
The device was discarded and will not be returned. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The following statements are included in the IFU: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." "The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone." "Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." The root cause could not be confirmed. Possible causes include a broken probe due to contact with a surgical instrument or non-insulated area of the grasping section. Olympus will continue to monitor these events.

Event description:
It was reported that during a procedure the tip of the thunderbeat fell off outside of the abdomen. It was reported that the esg-400 was reading an error but the type of error was not provided. No other information was provided.